Manufacturer narrative:
Block e1: this event was reported by the bsc sales representative. The healthcare facility is: (B)(6) phone number:(B)(6) fax number: (B)(4). Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurate.

Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was attempted to be used in the common bile duct (cbd) during a dilation of cbd procedure to treat strictures in common bile duct performed on (B)(6) , 2025. During the procedure, the inflation device had no pressure and the gauge values stated between 0 and 1 atm. The procedure was completed with another alliance ii inflation syringe. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to have fully recovered.